Event description:
Procedure was planned for placement of a three-piece modular graft introduced via the right femoral artery. After the main body graft was deployed, the contralateral limb did not open up. It appeared that calcium was pushing into the graft from the aortic wall, keeping the limb closed. Although the distal aorta narrowed and calcification was present in the area, under fluoroscopy it appeared that the limb should expand. Several attempt were made to cannulate the limb using the "up and over" technique and the "brachial" approach. Finally the gate could be cannulated, but the snare and catheter could not be advanced enough to capture the wire guide. Subsequently the procedure was continued with the decision to place an aortouni-iliac graft configuration. Post angiogram showed successful converter placement and no endoleaks. Aneurysm was excluded. After aaa repair was completed a fem-fem bypass procedure was performed.